Manufacturer narrative:
The training, manufacturing process, design, inspection, testing, lot records, etc. Were evaluated.

Event description:
Bowel injury near incision site. Patient re-admitted 4 days post-op with infection symptoms. Treated with temporary colostomy and antibiotics.